Manufacturer narrative:
Zip code: (B)(6).

Event description:
It was reported that the bone was not particularly hard. Surgeon inserted anchor making couple of turns at which point he realised the threads had crumbled and the anchor was broken. Surgeon removed the anchor and inserted a different anchor. No patient injury was reported.

Manufacturer narrative:
One (B)(4) healicoil pk 5.5mm with ultra tape product returned. The complaint stated: "it was reported that the bone was not particularly hard. Surgeon inserted anchor making couple of turns at which point he realized the threads had crumbled and the anchor was broken." Inserter, ultrabraid, ultratape and partial anchor were returned. The anchor threads are broken. The small pieces were not returned. The distal threads remaining are burnished and quite flattened. This is consistent with excess torque applied. The prep reported was applicable for average bone density. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. There are no other complaints for this lot. No root cause associated with the manufacture of this device was confirmed.

Manufacturer narrative:
A photo of a procedure inventory sheet was provided. This confirmed a combination of smith & nephew and stryker products were used for this case. Due to no product return and lack of prep details the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.